Event description:
Information received from the field notes that one day post implant, the measured battery data was 2.76v, 11ua and 1 kohms impedance. The final battery readings at implant were 2.76v, 12ua and <1 kohms. Prior to the next follow-up, the patient expired due to causes unrelated to the pace- maker system.